Event description:
I have been mandated to wear a mask at work for hours a day aside from eating and have noticed a serious change in my breathing. I am (B)(6) and am in good shape, I run 25-30 miles a week, I lift weights 4 days a week. I have been tested for the corona 3 times all negative, the only thing in my life that has changed is the mask. I have to have a job to live and support my family and the mandate they have enacted is affecting my every day life, deep breathing is labored. If this continues I am worried I will won't be able to do the things that have created mental and physical balance and my life. There is years of science that say a cloth mask does not stop an airborne virus. Its on the (B)(6) web site, I am really frustrated and wish I was more articulate to express the harm that is being forced on me. I pray this will be well received and given some serious thought. Crazy that it's a medical device. FDA safety report ID # (B)(4).